Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect laac access solution was selected for use. Prior to procedure, a baseline effusion was noted. The transseptal puncture (tsp) was performed with difficulty. Post tsp, effusion possibly appeared a little larger however the patient stayed very stable though. The physician decided to start with a 24mm device watchman device however did not have enough depth. The physician changed to a 20 mm device. Images were taken and device met pass criteria and was released. Post effusion check was very stable still. A small effusion present (unknown if it was the baseline or a tad larger). Groin was closed. As patient was being extubated, pressure dropped. It was decided to proceed with a tap. 300 cc was drained. Patient was stable and discharged at a later date. The device is not expected to be returned for analysis (disposed). The patient had difficult anatomy, it was rotated, septum was tough to image fossa. There was no malfunctions or contributions from versacross device. Act was therapeutic during the whole procedure and protamine was given after the case.